Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the patient experienced a blood glucose under 20 mg/dl with confusion associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was taking my emergency medical services to the hospital where they were treated with intravenous glucose and intravenous fluids by a health care provider. While troubleshooting the pump the reporter discovered that the patient programmed a temp basal rate incorrectly causing too much insulin to be delivered. It should have been a rate of .5 and the patient did a temp basal of 2.625 and didn't switch it back for 3 hours. This complaint is being reported because the patient experienced hypoglycemia associated with user error.